Event description:
It was reported that there was noise noted on the right ventricular (rv) lead two weeks post implant procedure. An x-ray and defibrillation threshold testing were performed and reported to be "fine". The physician indicated that the noise is likely due to air in the device header and the air is expected to dissipate. It was further reported that the patient went to the emergency department (ed) due to episodes of ongoing noise. Detections were turned off, and the patient was admitted to the hospital. A lead revision has been scheduled. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.